Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 115-116 mg/dl.

Manufacturer narrative:
The pump data was reviewed and it was found that the customer had accidentally placed the pump into storage mode, due to this additional information it was verified no pump malfunction had occurred as an unexpected shutdown did not actually occur. This event is not reportable.